Event description:
Extravasation of adriamycin (chemotherapy) from indwelling port-a-cath. Chemo leakage out of port site onto pt's chest. Skin irritation at left bottom edge of port site; overtime area scabbed over and healed.